Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/18/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave pump was not releasing pressure. This occurred during a procedure when water was pushed into the patient, he believes the motor failed to draw fluid back out. He described the sound resembling a propeller taking off in the motor, suspecting that a screw from the inside may be causing the issue. This issue did result in a delay in the procedure.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 71915423, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 30 minutes with no issues. To test the outflow, the rinse and lavage buttons were pressed, and no issues were noted. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during functional testing that the pump motor/rotating parts made a very loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017.